Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent called and reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 466 mg/dl at the time of the incident. The customer was at 466 mg/dl at the time of the call. The caller did not mention how they treated for the high. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer also had a low of 34 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.